Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that there were two opens within the cable. While continuity, gbit and visual inspections passed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to inspect the imaging system. The mobile viewing station interface cable was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The damaged part has not been returned to manufacturer.

Event description:
A site representative reported that the imaging system pendant showed mobile viewing station was connected but not ready. Troubleshooting the mobile viewing station and imaging station by restarting did not resolve after multiple restarts. A medtronic representative tried to connect to image acquisition system computer via remote desktop but could not reach it. No patient present during the reported issue.